Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 595 mg/dl at the time of hospitalization. Customer stated that she change her infusion set, but did not notice that it had never gone into her body and she was not getting her insulin causing her blood glucose to rise. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.